Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient died on 2013-(B)(6). It was noted that the cause of death was that the patient had contracted blood clots along with his parkinson's and it caused a stroke. It was noted that the death was not related to the device or therapy. Please refer to manufacture report # 3004209178-2013-07403 for information on related a related device.

Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: 2006-(B)(6), product type implantable neurostimulator product ID 748251, serial#(B)(4), implanted: 2006-(B)(6), product type extension product ID 3389s-40, lot# v010290, implanted: 2006-(B)(6), product type lead product ID 748251, serial# (B)(4), implanted: 2006-(B)(6), product type extension product ID 3389s-40, lot# v010290, implanted: 2006-(B)(6), product type lead. (B)(4).